Event description:
The cement had an "unusual" consistency during mixing. It stuck to the surgical gloves. There was no adverse consequence for the pt or delay in surgery or anesthiesia time.

Manufacturer narrative:
Summary of evaluation: the results of the MFR evaluation suggest that the condition observed is a normal occurrence.